Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the modular cable connection becoming ¿warm to the touch¿ could not be confirmed. A specific root cause for the reported event could not be determined at this time as no product was returned for evaluation. The account reported that the patient called stating that the modular cable connection appeared to be ¿getting warm to the touch¿ a few times a day. The home health nurse was there at the time of the call and verified that the connection was not hot, the connection was secure, and no yellow was showing. Review of the controller history revealed no alarms. A discussion was had about making sure the controller and modular connections were vented properly and it was confirmed that all connections were secure, and no alarms had occurred. The patient was instructed to keep a record of what he was doing and how the connection and controller were situated each time he felt that it was warm. There were no plans to exchange the modular cable, but it was reported that an exchange would be considered if the situation escalated. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on vad support and no further events have been reported at this time. The heartmate 3 lvas IFU and patient handbook contain information in regard to cleaning and caring for the driveline. Furthermore, the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the modular cable, lot number 7590362 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit for (B)(6) on (B)(6)2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated his modular cable appeared to be getting warm to the touch a few times a day. The home health nurse was there at the time of the call and verified connection was not hot at the time, connection was secure and no yellow was showing. No alarms noted on history of controller. It was discussed making sure controller and modular connection were vented properly and confirmed secure connections and no alarms. We discussed having the patient keep a record of what he was doing and how the connection and controller were situated each time he feels that it is warm. At this time there is no plan to change modular cable but will change cable out if the situation escalates.